Manufacturer narrative:
(B)(4).   Device evaluated by MFR: returned product consisted of an ultrasoft balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The exit notch was found to be torn. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-nov-2016. It was reported that crossing difficulties were encountered. The 85% stenosed, 20 x 8mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and severely calcified internal carotid artery. A 4.0mm x 20mm x 153cm ultra-soft¿ sv balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the exit notch was torn.